Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd), however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus loaner was inspected and tested, and the reported issue was confirmed. The green colored image is due to a defective outer tube/imaging unit. The inspection also noted the universal cord is damaged, the video connector cover is cracked and the objective lens at the distal end is broken. The cause of the defective outer tube/imaging unit cannot be determined at this time because the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (omsc) was informed that the asset/loaner endoeye high-definition ii, autoclavable video telescope was returned to olympus for a reported colored image defect, ¿the image is green¿. The reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.